Event description:
After a repeat ablation procedure on (B)(6) 2023, the patient reported transient scintillating scotoma. A brain computed tomography was performed with negative results. The neurologist diagnosed a suspected transient ischemic attack. Permanent intake of non-vitamin k antagonist oral anticoagulants was recommended. The symptoms resolved without sequelae and the patient was discharged on (B)(6) 2023. Ae rel to ablation procedure: y. Ae rel to device under study: n. Ae rel to implant procedure: n. Ae related to covid: not related. Event description: transient ischemic attack (tia). Event description- other, spec: ae event details: after repeat ablation procedure on (B)(6) 2023 patient reported transient scintillating scotoma. No findings in brain CT. Neurologist diagnosed suspected tia. Permanent intake of noac recommended. Patient discharged on (B)(6) 2023. Patient's ethnicity: patient's race: patient number: (B)(6). Clinical study patient ID: (B)(6). Status of adverse event: resolved without sequelae.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Corrected report needed to reflect corrected manufacturing sites as costa rica.

Event description:
This report is to reflect updated information received from the reporting person which indicates that no abbott device used in this procedure caused or contributed to the reported event making this not reportable.